Event description:
The device was to be implanted on a pt who was in a life-threatening condition and the device would not drain. The csf was flowing freely until connected to the drainage set. The nurses are fully experienced, and although they did not pre-fill the tubing with fluid, they had never experienced this before. The staff had discarded the faulty sets but are returning one sterile set for eval.